Manufacturer narrative:
(B)(4).

Event description:
Procedure: segmental resection of lung and thoracoscopy. According to the reporter: at resecting bronchial tube, staple malformation occurred and the tissue was resected additionally with new stapler and new cartridge.